Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that customer received a no delivery alarm. It was reported that insulin delivered at one portion of dual wave but not at the other. It was also reported that a bolus delivery was missing in insulin pump. Insulin pump would be replaced due to customer believing that there may be other problems with insulin pump. Customer's blood glucose was 20.0 mmol/l.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery alarm test and displacement test. No unexpected no delivery alarm was noted. The motor was tested outside of the device and passed. All boluses were recorded and no missing bolus was noted. The insulin pump was received with minor scratches on the display window.